Event description:
It was stated that the no delivery alarm no longer works on the insulin pump. Troubleshooting was performed and the insulin pump did not pass the high pressure test. The insulin pump did pass the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.